Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support guidewire caused a dissection. The lesion being treated was a heavily calcified and nearly occluded lesion in the lad coronary artery. The physician attempted to use a rotawire, then a bmw wire, each with a maverick balloon, but neither wire would cross the lesion. The physician elected to use a pt2 moderate support 300 cm str with a maverick 1.5/20 mm balloon to predilate the lesion. While the pt2 wire was over the lesion, the wire caused a dissection. The physician decided not to treat the dissection. Pt status is listed as stable. Additional info has been requested regarding this event.